Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system in 2020. The patient is currently being monitored for a suspected graft-related complication. Imaging suggests possible type ii endoleaks, or a fabric or structural failure. There is no clinical evidence of infection, yet imaging from 2024 onward shows new contrast densities surrounding the main body and limbs of the graft that were not present in earlier scans (2020, 2021).

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made two attempts to retrieve the reported adverse event/incident-related medical records. However, the request was denied because no medical records were available. Endologix made three good faith attempts to retrieve additional medical imaging related to the reported adverse event/incident. However, the user facility did not respond to requests for this information. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the type iiib endoleak, infection and graft failure complaints are unconfirmed. The type ii endoleak of the lumbar arteries complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The type ii endoleak complaint is anatomy related. Procedure related harms could not be determined. The final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix made two attempts to retrieve the reported adverse event/incident-related medical records. However, the request was denied because no medical records were available. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical imaging received by endologix found the type iiib endoleak and infection complaints are unconfirmed. The type ii endoleak of the lumbar arteries complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation arose suspicion that the notable type ii endoleak from the lumbar artery is likely to have caused a possible type ia endoleak that was not identified in the event as reported. These findings were discovered during examination of the computed tomography (CT) scan (only initial event was received as undated in 2020). Due to the lack of receipt of current medical imaging the gradual diameter increase over time of the neck from the type ii endoleak could not be confirmed. The type ii endoleak complaint is anatomy related. Furthermore, the clinical assessment suggested that since the patient is not experiencing signs of an infection, the haziness around the graft may be due to the formation of new mural thrombus in the aortic sac. Procedure related harms could not be determined. The final patient status remains unknown as it was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b3: date of event ¿ correction. B6: relevant test/lab data ¿ updated. H6: medical device problem codes ¿ remove code 4065.